Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was unknown. Customer was advised to remove battery and insert battery alarm did not display on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Customer reported that they were not able to complete trouble shooting as they did not have new battery. The insulin pump will not be returned for analysis.